Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that the left ventricular [lv] lead showed loss of capture one day post implant. It was also reported that the lv lead had dislodged. During the lead revision the physician opted to explant and replace the lead. No patient complications have been reported as a result of this event.